Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The complainant reported that after explanting the impella cp it was difficult closing the access site. The physician attempted perclose four times with failure, needing to replace a 14 french short cook sheath for hemostasis. The staff was holding pressure on the site. One unit of packed red blood cells and a liter of fluid were given. Vascular surgeon repaired the site the next day. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.